Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump has many scratches and the display is worn. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.